Event description:
A customer reported a malfunction alarm on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset procedure. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and call back if any future issues occur.